Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having an urgent care visit due to high blood glucose and his blood glucose was treated with manual injections. The blood glucose reading at time of call was 344mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir alarms. Checked the bolus history and found not bolus stopped alert. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.